Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory failure, sepsis, and diffuse large b cell lymphoma.